Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: 1. Could you please provide more details for "causing "warping" of the warhead"? A: I do not have this information, there was no advisor in this surgery. We only have the information already given by the doctor that the stapler did not complete the anastomosis. Cutting and stapling. 2. Could you please provide more how issue was addressed? A: according to the surgeon, it was necessary to finish the anastomosis with suture. 3. Could you please clarify if there were any patient consequences? A: I don't have that information. Patient underwent ileostomy. There was no need for an ICU and the patient is currently discharged. 4. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? A: I don't have that information. Only it was not necessary to have an ICU and the patient is currently discharged. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, there was partial stapling of the loop without cutting the tissue, causing "warping" of the warhead in the anastomosis with consequent difficulty in removing the set, causing injury to the anastomosis itself.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2021. Additional information requested and received: was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes, however, there was a need for intestinal bypass in two of the three patients. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Wit the exception of the first case, yes. Patient status/ outcome / consequences: good patient status, satisfactory result, consequence: protective ileostomy in two cases. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. Per-operative colonoscopy in one of the cases (stapled and not cut). Is the patient part of a clinical study: no. What were the indications for surgery? Post-surgery of hartmann sigmoidectomy for diverticulitis and two rectosigmoid neoplasm. What surgical procedure was performed? Reconstruction of the intestinal transit and two anterior resections of the rectum. What is meant by ¿warping of the warhead¿? Imprisonment of the warhead means that, in the first case, there was a circular staple, however, there was no section making it difficult to remove the set. Were multiple devices used during the procedure? If so, were there difficulties experience with these devices? No. Did all patients experience an ileostomy? No, just two. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? Yes. In the first case it stapled and did not cut. In the two following cases, the staple was partial, requiring manual raffia and derivation (protective ileostomy). What healthcare professional fired the device and what is his/her experience with the device? In the first case, the professional has 28 years of experience with mechanical sutures. In the following two cases, 10 years of experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? At the lower limit, between medium b and low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, but there was no additional tightening. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe: yes. In the first case, there were no rings, even during colonoscopy, mucosal fragments around the mechanical anastomosis were observed. In the following cases the rings were intact. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. In the first case no. In the two subsequent cases, there was a break in the staple line that required additional manual suture. What is the current status of the patient? The patients are clinically well, already in the outpatient follow-up phase.

Manufacturer narrative:
(B)(4). Date sent: 06/17/2021. Additional information was requested, and the following was received: was surgery delayed due to the reported event? A: surgery was not postponed. It was finished. Was procedure successfully completed? A: yes. Were fragments generated? A: no. If yes, were they removed easily without additional intervention? A: no fragments were generated. Patient status/ outcome / consequences? A: patient placed a colostomy bag. Discharged from hospital. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? A: patient placed a colostomy bag. Discharged from hospital. Is the patient part of a clinical study? A: no.

Manufacturer narrative:
(B)(4). Date sent: 07/21/2021. D4: batch # u5dk3g. Analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil no returned. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. The test anvil was installed onto the trocar several times with no issue. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. To difficult to removed, open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. To anvil issues, insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.